Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 546 mg/dl and blurred vision; cause was not known. Customer went to the emergency room and was treated with insulin (method of insulin delivery was not provided). Customer was discharged the same day with the issue resolved. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.